Event description:
According to the reporter, pre-operatively, the devices could be loaded and unloaded fine and the surgeon was able to squeeze the handle and press the green button, but the staplers were unable to fire. There was no patient involvement.